Manufacturer narrative:
Information was received on 4-nov-2021 indicating that no patient was involved in this event. Device evaluation completion date: 11/30/2021: device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump cassette not attached properly, reattach cassette alarm was noted. No adverse effects were reported.